Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was seen in clinic and the patient had episodes of ventricular tachycardia (vt) that correlated with their symptoms. Labs were drawn and medications were adjusted. The patient will continue to be monitored.

Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2010; dtba1d1 crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt dizzy and passed out while driving, which resulted in the patient crashing their car. The patient sent a remote transmission to their physician to be reviewed. It was noted that the patient has a history of small p-waves and the electrograms (egm) showed that the right atrial (ra) lead possibly exhibited far field r-wave (ffrw) oversensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.